Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue quetiapine fum 25mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) reviewed mql items and identified an item assigned to cubie drawer 11. Verified in the populate buttons screen that no drawer failures were indicated. Attempted to open drawer 11 from the populate buttons screen; the customer reported the drawer was not latching and appeared locked. Guided the customer through restarting the cabinet using the power switch and restarting the all-in-one (aio). After the restart, rechecked the populate buttons screen and confirmed no failed drawers. Upon selecting the locate option, drawer 11 opened successfully. The customer confirmed the drawer opened and was able to issue the item. The system functioned as intended after technical support specialist troubleshot the device.